Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality is confirmed. The ultrasound image appeared grainy. Testing with a known-good probe confirmed that the image quality issue is due to the damaged probe.

Event description:
It was reported that the ultrasound image is grainy. No other information provided, at this time.